Event description:
Boston scientific received information that during a routine device changeout procedure, this right ventricular (rv) lead exhibited high threshold measurements. During an attempt to reposition the lead, it was reported that the lead was observed to have perforated the patient's lung. The physician elected to leave the rv lead in place. A new device was successfully implanted. The patient's hospital stay was extended as they had been coughing up blood. No other adverse patient effects were reported. The patient has been discharged from the hospital and sent home.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which confirmed that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements. A new rv lead was implanted successfully as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.